Event description:
ER staff members were attempting to cardiovert a pt (age and gender unk) and the unit did not synch on the r-wave. The staff turned the unit off and then on again, and reset the unit to 50j. When the staff attempted to cardiovert the pt a second time, an "error 46" message appeared on the unit's monitor screen. The staff obtained another unit (MFR unk) and cardioverted the pt. There was not adverse effect on the pt.